Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact, scratches found on lcd lens screen and battery door missing. The customer stated problem was confirmed. A cassette not attached properly error alarm emerged during the functional tests. Mu showed defective dso sensor (downstream occlusion sensor) values. Dso sensor was not operating as intended and it was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed alarm -can't load the cassette-. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-00904. The report was submitted in error.